Manufacturer narrative:
This product is expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to a possible clavicle lead damage that was causing noise and high capture thresholds. It is expected that this lead be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned intact (not severed). The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 24.2 centimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib crush. Analysis concluded that the clinical observations of noisy signals, high capture thresholds and lead damage were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to a possible clavicle lead damage that was causing noise and high capture thresholds. This lead was returned for analysis. No additional adverse patient effects were reported.